Event description:
Report received of delivery of an unrequested bolus dose when the bolus cord was moved. It was reported that the pump was returned from clinical service with an unsigned note stating that the pump delivers medication when the blue cord is moved. There was no tracking info (nurse, pt, location) available. There was no reported adverse event with a pt. It was reported that the pump maintains delivery within the set parameters. Though requested, there was no further info available.